Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: "device was opened for use in surgery. When attempting to use the device for a laparoscopic cholecystectomy, on insertion the device bent and almost snapped cleanly in half. Staff advise potential risk of injury or harm if the trocar had fully sheared off and the distal portion remained inside the patient, albeit temporarily. A replacement device of the same type and size was accessed for use and the procedure completed successfully. No patient harm resulted."

Event description:
It was reported that, trocar snapped. Need to get more information from surgical team. Unknown if there patient consequences.

Manufacturer narrative:
(B)(4). Per photographic evaluation: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, the sleeve appears to have broken off, the images shown the device outside of the sterile package. However, no conclusion could be reached as to the potential cause of the reported incident as the device was not returned for analysis. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.

Manufacturer narrative:
(B)(4). Batch # p9129d. The analysis results found that the 2b5lt instrument was received with the sleeve broken. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the damage observed at analysis. One potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. See attached pictures. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.